Manufacturer narrative:
On 08-dec-2023, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Heads have 2 pieces and the bottom piece fell off [...] Into my mouth/double head cracks off - oral-b [device breakage]. Case narrative: consumer via phone reported that their oral-b toothbrush heads have two pieces and the bottom piece fell off/cracked off into their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads have 2 pieces and the bottom piece fell off [...] Into my mouth / double head cracks off - oral-b [device breakage] case narrative: consumer via phone reported that their oral-b toothbrush heads have two pieces and the bottom piece fell off/cracked off into their mouth. No injury was reported.